Event description:
It was reported that there were obvious decrease in flow as well as in pulsatilty index (pi). Ventricular assist device (vad) team in implanting center had been checking inflow and outflow path (left ventricle, outflow graft and site of anastomosis to the outflow graft), to find sings of blood flow path obstruction. At this very moment, there was no obvious sign of obstruction in ventriculography and computed tomography (CT)-scan exams. Log files captured low flow events on 26jun2025. There were also several low flow flags.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section b1: type of report corrected. Section b2: outcomes attributed to adverse corrected. Section e3: occupation corrected. Section h1: type of reportable event corrected. Section h6: health effect - clinical code and health effect - impact code corrected. Manufacturer's investigation conclusion: review of the submitted log files confirmed the report of low flow alarms. The account attributed the low flows to outflow graft obstruction caused by a buildup of biodebris between the outflow graft and bend relief; however, the obstruction could not be confirmed through this evaluation as no images were provided and the device remains in use. The submitted controller event log file contained data from the reported event date of 26jun2025. The file consisted of intermittent low flow alarms, during which estimated flow ranged from 2.2-2.4 lpm. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further related events reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev c, and the heartmate 3 lvas patient handbook, rev b, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 4 of the IFU, ¿system monitor,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7 of the IFU, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines all system controller alarms as well as how to respond to each alarm condition. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was further reported the cause of decrease of flow was outflow graft obstruction caused by build-up of bio debris between graft and bend relief. The patient developed mild symptoms of congestion in pulmonary circulation. Healthcare team decided to surgically inspect outflow track which revealed obstruction on bend relief level. On (B)(6) 2025, the patient underwent medial sternotomy. With cardiopulmonary by-pass, bend relief had been partially removed and additionally outflow graft had been cut and shortened by end-to-end sewing. Flow increased to 4.9 lpm.